Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump was received with cracked case at display window corner.

Event description:
Customer reported the buttons were not responding. Customer stated the when she tried to enter carbohydrates the numbers keep ramping on there own. Customer's current blood glucose was 127 mg/dl. The issues are with up and down arrows not responding correctly. Customer does not recall any significant that may have caused the keypad issue but does wear the device in her bra. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.